Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the MFR), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report #(B)(4). Based on the pump history the software version on the reported pump is g03. The reporting facility has indicated that they are unsure if they will return the pump for investigation. As a result, to date the pump or pump logs have not been received; therefore, the exact cause of the reported event could not be determined. All available info has been forwarded to the device MFR. If the pump or logs are returned for eval and/or add'l pertinent info becomes available, a f/u report will be filed.